Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and exhibited loss of capture (loc) and poor r-wave sensing and periods of asystole of up to 5 seconds one day post-implant. A revision procedure was performed wherein the lead was repositioned and the issue resolved. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.